Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31265453l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced st elevation and cardiac tamponade that required pericardiocentesis. St elevated about 2 hours after the procedure and cardiac tamponade was confirmed. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion or tamponade was identified. Occurrence of steam pop was unknown. No abnormalities observed prior to or during use of the product. Additional information was received. Causal relationship was unknown. No error messages observed on biosense webster equipment during the procedure. After leaving the room, pericardial drainage was performed.